Event description:
The patient reported that their device's battery is not meeting initial expectations for longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submit. Concomitant products: 5076-52 lead, implanted: (B)(6) 2002; 5071-53 lead, implanted: (B)(6) 2007; 5071-53 lead, implanted: (B)(6) 2007. (B)(4).